Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller said the patient needs to get an MRI done because their stimulator battery needs to be replaced. The stimulator battery is almost dead. The battery probably only has two more weeks. The communicator doesn't look like it is charging. The battery light is always yellow. When they disconnect the charging cable the battery light goes out. They noticed the issue on monday when they took the patient to get an MRI. A message was sent to the repair department to replace the communicator. No patient impact or symptoms.